Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery in which the existing device was removed and a new ipp was implanted. During the procedure it was noticed that the right cylinder "blew open" at three quarters from bottom to top. In the same procedure a sling device was implanted. The patient was said to be good following the procedure. It was further reported that the patient seemed okay during the surgery. It was clarified that this was the patient's first sling procedure.